Event description:
Pt naa several vins and rrns episodes with noise. Note mat pt has bsx lead. Discussed that noise is appearing on both rvt-rvr due to markers and on egm which is displaying rvc-can. Based on recorded egms which show noise superimposed on intrinsic signals, most likely explanation is eml. Looked at previous cl tx and noted time of day episodes were occurring, there are more than 25 noise related episodes and they all occur between 10 am and 9pm, no episodes were recorded outside of those hours, in addition the most frequent times were between llam-noon and noon-lpm with each of those one hour times have s episodes. If it were a true lead issue would be more likely to be evenly distributed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).